Event description:
It was reported by the physician that he was trying to insert a spring wire guide (swg) through the needle when the swg bent. This caused an issue because the central venous catheter (cvc) was needed a.s.a.p. To treat a female patient and the procedure was being delayed. The physician was upset because the cdc-45703-xp1a was not their regular custom kit, but was a ask-45703-pphs due to a backorder. The physician claims that the swg was different in the kit and that is why it bent. The swg in their custom kit does not have the arrow advancer, however the substitute kit does have the arrow advancer.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.